Event description:
Painful knee with superficial wound infection. Revision surgery.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Painful knee with superficial wound infection. Revision surgery.

Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review:- a review of the provided medical records by a clinical consultant indicated: this inquiry reports a postoperative infection following a cementless total knee replacement. The patient had wound healing problems and was taken back to the operating room about 4 months after surgery. I cannot confirm that this event took place since I was not able to review any laboratory results or operative notes. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of infection after surgery are multifactorial including hematogenous spread, operative contamination, and wound healing problems such as dehiscence. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as laboratory results and operative notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Catalog numbers and lot codes of other devices listed in this report: 5552-l-320, tritanium patella-asymmetric, lot t3kl1. 5536b500, tritanium bplate triathlon s5, lot ctd63361. 5517f502, triathlon p/a cr beaded #5r, lot nad9r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.